Event description:
It was reported that the pump intermittently did not annunciate alerts as intended. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no additional troubleshooting or corrective actions were performed, and no further information was obtained regarding outcome of event.